Event description:
(B)(6) clinical study. It was reported that patient death occurred. In (B)(6) 2012, the patient was presented due to stable angina and index procedure was performed. The 90% stenosed, 15 x 3.5mm, new, eccentric, type b1, with a <= 45 degrees bend and timi 3 flow target lesion was located in the mildly calcified and non-tortuous mid right coronary artery (rca). After pre-dilatation was performed, a 3.50x16mm promus element ¿ stent was deployed in mid rca at 10 atmospheres. Post-procedure, residual stenosis was 0% and timi flow 3 was restored. One day post procedure, the patient was discharged. In (B)(6) 2013, the patient died and the cause of death is unknown.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).